Event description:
The customer reported that the pt's uterus was severely burned during a tubal ligation. If the pt would have wanted more children the uterus would have had to be reconstructed. However, as it was the surgeon just cauterized the uterus. The customer believes that the bipolar forceps were plugged into the monopolar side of the generator.